Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing and infusion set tubing were disconnected at the luer lock connection. Reportedly, the customer noticed air gaps in the tubing. Blood glucose was 255 mg/dl. The customer loaded a new cartridge to address the event.